Manufacturer narrative:
Subsequent information was received that approximately one month later, an invasive procedure was performed. The pacemaker system was explanted and replaced with a new system. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information was received that the product was discarded by the hospital and will not be returned.

Event description:
--

Event description:
Boston scientific received information that the patient implanted with this pacemaker in association with another manufacturer's right atrial (ra) and right ventricular (rv) leads, experienced a syncopal episode. The patient experienced asystole for a period of eight minutes and was hospitalized. The patient contacted a boston scientific company representative and reported that programming changes were made to the device in the hospital. No additional adverse patient effects were reported.